Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. A field service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The faulty pcb was not returned for further investigation but logs were provided for investigation. The reported issue could be confirmed in the logs, starting at (B)(6) 2021. Last time pressure transducer test passed before the event was at (B)(6) 2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported fail in pre-use checks was confirmed in the returned logs. Since no goods was sent back, the root cause cannot be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).